Manufacturer narrative:
(B)(4). Concomitant medical products: cat # 010000848, g7 neutral e1 liner 32mm d, lot # 6176995, g7 pps ltd acetabular shell 50d cat#: 010000662 lot#:6208312. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-02090, 0001825034-2018-02091.

Event description:
It was reported that during a primary total hip arthroplasty, two (2) liners would not seat properly. A third liner was used to successfully complete the procedure. No patient consequences were reported as a result of the malfunction. Attempts have been made, and no further information has been provided.